Event description:
It was reported while using bd discardit¿ ii 2 ml syringe with 25g x 1" needle there was damage on the barrel. This occurred 674 times. There was no report of patient impact. The following information was provided by the initial reporter: damaged syringes.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1210421. Medical device expiration date: 30-jun-2026. Device manufacture date: 29-jul-2021. Medical device lot #: 1203828. Medical device expiration date: 30-jun-2026. Device manufacture date: 29-jul-2021. Investigation summary: there are no samples and 18 photographs along with the reported complaint of multiple defects. The investigating team has used the retention samples of material number 301866 and lot number 1210421, 1203828 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for multiple defects and no multiple defects was found in the ten retention samples. The defects are confirmed. The following actions are work in progress. Damaged syringe: tip of syringe is damaged if pressure to block the tip is high at challenge test station. Refresher training to be provided to operators to ensure that smooth movement of cylinder at challenge test station. Target date- (B)(6) 2022. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.